Event description:
Lead explanted due to fracture. No adverse events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Inappropriate shocks were also reported on this lead. Upon receipt, the lead under complaint was found cut 40.5cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed multiple abrasion marks along the lead fragment. In particular the distal end region was found damaged due to wear, which is assumed to be the root cause of the observed oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed fixation helix, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Inappropriate shocks were also reported on this lead. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Inappropriate shocks were also reported on this lead.